Event description:
On (B)(6) 2013 - admitted with avascular necrosis (avn) and underwent completex right primary total hip arthroplasty with a 22 modified. On (B)(6) 2013 - admitted with right anterior dislocation of total hip and underwent right total hip revision. Right hip revision included smith and nephew 54 outside, 36 outside, 20-degree lipped liner, plus 4 offset, with a plus 8, 36 mm smith and nephew head. On (B)(6) 2014 - admitted with recurrent instability right total hip arthroplasty with irreducible right total hip arthroplasty and underwent revision right total hip arthroplasty of both portion of femur and acetabulum. On (B)(6) 2014 - stable and discharged to home.